Event description:
Boston scientific received information that this programmer had a black screen. The programmer was returned and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation was confirmed as the programmer intermittently booted to a black screen. The inverter which showed signs of overheating was replaced and no black screen issue was seen thereafter. Some parts were also replaced due to unit suspected from being dropped. In conclusion, the programmer was clinically out of specifications due to induced damage in the field.